Event description:
The customer reported that the device failed to power up via ac power.

Manufacturer narrative:
The unit was evaluated at philips, and the symptom was verified. Replacing the power pca and the ac power adapter resolved the issue.